Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump vibrates properly during testing. No unexpected insulin pump shocking during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for vibration anomaly. Customer's blood glucose was unknown. Customer reported that her insulin pump is not vibrating but instead is shocking her. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.